Manufacturer narrative:
As reported anchor replacement due to lead migration cannot be confirmed/not confirmed. As received the swift lock anchor was complete, microscopic inspection observed suture holes in the anchor. The reason for the event remains unknown.

Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported the patients lead migrated resulting in ineffective stimulation. As a result surgical intervention was undertaken to address the issue. During the procedure it was determined the lead had migrated due to the anchor not holding the lead as intended. The anchor was replaced and the lead returned to its original location resolving the issue. Reportedly, therapy was confirmed post op.